Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR reports: 3006705815-2021-01396 and 3006705815-2021-01397. It was reported the patient had the entire scs system removed due to ineffective pain relief. There were reportedly no complications during the procedure.